Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of coyote balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The balloon, shaft and tip were examined. The balloon and shaft were buckled at the proximal end of the balloon. There was a pinhole at the center of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The tip was damaged. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications nor injuries were reported.